Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found damage to the downstream occlusion (dso) seal. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with report that the select button has no tactile feel. There was no patient involvement. Evaluation of the returned device identified a damaged downstream occlusion seal.